Event description:
It was reported that during a da vinci-assisted general umbilical hernia tapp surgical procedure, the customer reported from outside the operating room that the staff hit the boom with the patient side cart (psc) and encountered a non-recoverable fault. The customer stated that they had power cycled then encountered a repeated recoverable fault on universal surgical manipulator (usm) 2. The customer disabled the usm and continued with the procedure but would like the field service engineer (fse) to resolve the issue. The tse viewed system event logs and found multiple 32100 recoverable faults pointing to usm 2. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it did initially power on without errors. The action taken to resolve was to turn off/on and moved away from the boom. The surgeon did disable/discontinue the use of the arm due to this issue. The procedure was completed with disabling the arm and used arms 1, 3, 4. The procedure only needed 3 arms. No patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2 to resolve the reported failure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis investigation for the usm is not complete. The complaint regarding non-recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) boom was hit, an investigation was completed. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use following usm replacement. Isi received a da vinci product involved with this complaint to perform failure analysis testing. The usm was analyzed and found to give an error 32100. The unit was tested on an in-house system and failed in normal mode as it triggered error 32100. The unit failed on a testing platform as it failed the direction test on the axes controller and motor (acm) board. The acm board was swapped out with a new one and the errors longer occurred. The original acm board was reinstalled, and the error returned. The unit went through more testing on the testing platform and passed all subsequent tests.

Event description:
Refer to h10/h11 for follow-up information.